Event description:
It was reported that there was an artifact on the patient image and they received an error. This caused the patient to be re-exposed. The entire system was rebooted and this resolved the issue.